Event description:
Caller states the pt obtained the following inform system/laboratory results within 10 minutes. 533mg/dl and 160-180mg/dl. 552mg/dl and 160-180mg/dl. 508mg/dl and 160-180mg/dl. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.